Manufacturer narrative:
Alternate phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: weight to the spec, white particles in the shell and creases fold. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture confirmed via MRI.

Event description:
Healthcare professional reported a right side rupture confirmed via MRI. The device has been explanted.